Manufacturer narrative:
The neuron max 6f 088 long sheath (neuron max) was kinked approximately 1.0, 8.0, 58.0, 78.0, and 81.0 cm from the hub. During functional analysis, a demonstration ace60 was advanced into the neuron max. Some resistance was experienced when advancing through the proximal two kinks and the ace60 was unable to be advanced pass the 58.0 cm kink. Evaluation of the returned neuron max revealed several kinks along the length of this catheter. This damage may have been a result of forceful manipulation within tortuous anatomy. These kinks likely contributed to the resistance experienced upon advancing the penumbra system 3max reperfusion catheter (3maxc) and penumbra system ace 60 reperfusion catheter (ace60) through the neuron max. Further evaluation revealed more kinks than the two kinks reported in the complaint. These kinks were likely incidental and likely occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max). During the procedure, after successfully placing the neuron max in the high cervical, the physician attempted to advance a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system ace 60 reperfusion catheter (ace60) through the neuron max. Upon advancing, the physician felt resistance and was unable to advance the 3maxc and ace60 completely through the neuron max; therefore, the 3maxc and ace60 were removed. The physician did a run and found that the neuron max was kinked on the distal end; therefore, the neuron max was removed. Upon removal, the physician found two kinks along the neuron max. The procedure was stopped at this point due to a complication in the patient¿s condition. It was reported that the patient had tortuous anatomy. There was no report of an adverse effect to the patient.